Event description:
Nurse health educator working at hiv medical facility reached into their drawer and into an opened bag (10 pack) of insulin syringes. Nurse health educator was stuck with a needle and was unsure whether or not the syringe had been used. Contacted their physician for potential testing and medical treatment. Requested MFR conduct tests to determine if the syringe had been used.